Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient visited the hospital for further evaluation and continues use of the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 04/2014; electrode belt (B)(4): 06/2011. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A u.s. Distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event while in a car. Motion artifact contributed to the false detection. The patient reportedly did not hear the alarms due ot the car radio being loud. The response buttons were not pressed during the entire event. The patient visited the hospital for further evaluation. The patient continues use of the lifevest.